Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation of one endo retract ii 10mm instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The clevis pieces were disengaged from each side of the instrument. They were not received. No other visual abnormalities were observed. The blades expanded and retracted without difficulty. The returned sample as received by medtronic was found not to meet quality specifications after application in the clinical setting, and due to the broken clevis, the reported condition was confirmed a review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it's indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, the surgeon was performing a partial nephrectomy and using the device. The surgeon was using this instrument and approximately mid procedure, parts of the instrument broke off into the patient. There was a plastic part around the movable connection between the fan and the laparoscopic shaft that broke off. He (the surgeon) collected x3 pieces of the plastic fragments which fell off the instrument from inside the patient during the surgery. No harm came to the patient as a result of the faulty product.

Manufacturer narrative:
(B)(4).